Event description:
2024-aug-27 mpxr 1216663 (rep): information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that a high impedance was observed on the day of the patient's surgery. There was a great response on all four electrodes during the procedure. When the percutaneous extension was attached to the ens after incision closure, a high impedance was noted on electrode 3. Patient was placed on program 3 and had appropriate motor response. The healthcare provider (hcp) was notified and they wanted to proceed with the trial on program 3. In recovery, the patient also had appropriate stimulation on program 3. No other stimulation issues were reported. Troubleshooting was performed by exiting out of clinician [app] and back in. The ens was unplugged and plugged back in and the high impedance was rechecked. The cause of the issue was not known. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zvpm serial# implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zvpm, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They mentioned that the patient's stage 2 procedure had been scheduled for (B)(6) 2024. Additional information was received from the rep on 2024-sep-03. Patient had an unsuccessful advanced evaluation. They reported vaginal stimulation on program 3 at 2.5. Patient rep states the patient simply will not get up at night to use the bathroom. They know they need to go but would rather lay there than get up. The rep looked at the programmer to turn off the therapy. The high impedance on electrode 3 had cleared out. They asked the hcp if they would like to send for testing. The hcp declined.